Manufacturer narrative:
The insulin pump was received with button error alarm and no escape and act button response due to corroded keypad traces. Pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 223 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.